Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2017-01586. 2. 3005168196-2017-01587. 3. 3005168196-2017-01588. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed the lantern into the patient, then successfully deployed and detached ruby coils. The physician did not mention any resistance while placing the lantern. It was reported that one ruby coil (lot #f77349) dropped on the floor and was not used. In addition, while removing another ruby coil (lot #f75630) from its dispenser hoop, the hospital staff inadvertently bent the pusher assembly. Subsequently, this ruby coil was not used for the procedure. Finally, while attempting to advance another ruby coil (lot #f75268) through the lantern, the physician was unable to advance the coil pass the distal tip of the lantern and decided to remove the devices. Upon retrieval, the ruby coil pusher assembly was found to be bent and a kink was observed three centimeters from the distal tip of the lantern. Therefore, the procedure was successfully completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.